Manufacturer narrative:
Additional review of the file determined that (B)(4) would also apply to capture the statement that the ins became inverted after the fall. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device used for off label indication. The indication device used for was ezw-p970004.

Event description:
The family of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation, fecal incontinence, and gastrointestinal/pelvic floor reported the patient had a fall (no allegation that it was caused be device or therapy) and that the fall caused the patient's ins to become inverted. The ins was explanted, no patient symptoms were reported. Patient status is unknown at the time of this report.